Event description:
Complainant alleged that during a routine shift check by a clinician, the device's video display did not function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a cold solder joint on the digital board. Trend analysis for failures of this type does not indicate an increase in frequency.